Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to atrophy. A surgical procedure was performed to remove the aus. There were no device issues and no further patient complications.